Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While impacting the cup, the surgeon hit the inline offset impaction handle 4x, and then noticed that the impaction platform had completely split in half. The scrub tech was able to get the broken one off. We attempted to replace it with a new impaction platform but realized the offset impaction had also broken. We then replaced both the handle and the impaction platform, when we realized the second impaction platform was not attaching to any of the inline offset impaction handles. Tha case delayed approximately 10 minutes.

Manufacturer narrative:
Reported event: the event reported that a trident inline offset impactor and impaction platform broke during impaction. The devices were replaced to continue impaction and a second impaction platform failed to assemble to any impactors. A delay of 10 minutes occurred. Device evaluation and results: visual inspection confirmed that the proximal end of the devices shaft was broken off. The attached figures show the damage. Device history review: review of device history records indicate that the following number of devices on given date were accepted into final stock with no reported discrepancies. 25 on 12/22/2015, and 28 of 29 on 12/23/2015. The rejected device was dispositioned as "return to vendor" per qt 15-12-0072 on 04/01/2016. The non conformance was unrelated to the failure in this investigation. Complaint history review: review of complaints for p/n 209830, l/n 32882 within the trackwise database show two (2) other complaints related to the failure in this investigation. The pr's are 1660494 and 1809416. Conclusion: the failure was confirmed. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
While impacting the cup, the surgeon hit the inline offset impaction handle 4x, and then noticed that the impaction platform had completely split in half. The scrub tech was able to get the broken one off. We attempted to replace it with a new impaction platform but realized the offset impaction had also broken. We then replaced both the handle and the impaction platform, when we realized the second impaction platform was not attaching to any of the inline offset impaction handles. Tha case delayed approximately 10 minutes.